Manufacturer narrative:
(B)(4). Implant date: not applicable; there was no patient contact reported. Explant date: not applicable; there was no patient contact reported. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon taking out the intraocular lens (iol) from the inner case by forceps, a substance like dust was observed on the optic part. The surgeon did not use the lens. The operation was completed by using another lens. Reportedly, there was no patient contact or patient injury. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Date returned to manufacturer: 09/02/2015. The intraocular lens (iol) was sent for analysis of the reported material. The lens was submitted for analysis by fourier transform infrared (ftir) spectroscopy in order to identify the debris reportedly on the optic. Results of the ftir analysis of the debris is consistent with a cellulosic material [cellulose (rayon, lint, cotton)]. Absorbance is consistent with moisture or salt solution are also seen. The lens was investigated by the manufacturing site. A bluish fiber can be seen and is present on the optic of the iol. It can be seen that the lens was prepared for use. Part of the iol is covered with what appears to be a viscoelastic fluid. Considering the iol was prepared for use, the fiber was most probably introduced in the operating room. A review of the manufacturing records was performed. There was a deviation within the production order; however, it was not related to the reported complaint. During manufacturing record review no anomalies were found. The product was manufactured according to specification. A search revealed that no other complaints for this order number were received to date. There were no complaint related environmental monitoring non conformances. The manufacturing record review for this lens showed that no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the lens. Examine the lens thoroughly to ensure particles have not become attached to the lens, and examine the lens'' optical surface for defects. All pertinent information available to abbott medical optics has been submitted.